Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported at the lead implant, physician found the tip of the lead bent when the package was opened. Physician used a new lead and implanted it. At the time of this report, no further details were reported. Additional information will be provided when available.